Manufacturer narrative:
The telemetry technician reported that there was a 12 beat run of v-tach, and the cns never alarmed, however it shows in alarm review as couplet. The tech stated that he believes it did not alarm because couplet was not set as an alarm when the issue occurred. Nihon kohden technical support requested the log files for review by a clinical application specialist. No harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The telemetry technician reported that there was a 12 beat run of v-tach, and the central nurses' station (cns) never alarmed, however it shows in alarm review as couplet.

Manufacturer narrative:
H10 additional narratives/data: (B)(6) reported on (B)(6) 2018 that there was a 12-beat run of v-tach on their pu-621ra (sn: (B)(6) ), but the unit never alarmed. The unit showed the event as couplet. Service requested: troubleshooting service requested: troubleshooting couplet was not set as an alarm, when the issue occurred, the cns did not alarm for it. Investigation result(s): the issue was investigated under irc-nka300128386. Per irc-nka300128386, the customer was using trace 1 (ii), which was not suitable for arrhythmia analysis. Per nkc: "in the trace 1, it is difficult to judge them as vpc because the shape of the vpc changes due to noise mixed in the low voltage vpc. Also, in the trace 1, it is difficult to distinguish n and v because both normal beat and vpc beat have a negative peak with similar amplitude. As a result, it seems that these beats were judged as unclassified beats rather than vpc." Nkc found that trace 2 (v1) was more suitable for arrhythmia analysis due to trace 2 having a larger amplitude than the trace 1, n beat and v beat have different shapes, and widening of the qrs width can be clearly seen. To prevent recurrence of the issue and detect vt, the customer is recommended to use multi-lead analysis or using single lead analysis with v1 instead of ii. The device serial number history shows that there has been one further reported issue for this device regarding v-tach. A notification was generated on 11/24/2018 (300150616) for a missed 15 beat v-tach alarm. The event was investigated under irc-nka300150616 and it was found that the user needed to change their ECG settings to another lead or replacing the electrodes with another position. The root cause of the issue has been identified to be user error. There is no indication of design deficiency and investigation by qe has been completed as the root cause of the issue has been identified. Corrected information: g4. Date received by manufacturer: should be 06/15/2018 not 07/09/2018 as listed on MDR initial report

Event description:
The telemetry technician reported that there was a 12 beat run of v-tach, and the central nurses' station (cns) never alarmed, however it shows in alarm review as couplet.